Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the purple image due to a broken video cable the close control unit plug of the video cable section was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had pink stripes in image. There was no patient harm associated with the event. The device was evaluated, and it was found that there was a purple image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on correction to h7, h9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issues was caused by a defective cable unit. Olympus will continue to monitor field performance for this device.